Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a worn tip clamp in the reported problem area of the pipette assembly. Tip clamp was replaced, plunger was inspected and the sleeve was cleaned. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.